Event description:
A elderly male presented to the outpatient infusion center to be set up for 5-fu chemo therapy using an elastomeric gravity fed infusion device. The chemo was intended to infuse at home over a 46-hour period. After the patient got home he realized that the entire 250 ml balloon of chemo had infused over a one-hour period instead of 46-hours. He returned to the hospital. An antidote to the chemo agent was initiated with the plan to return daily over a period of a week to receive the each dose of the antidote, along with IV fluids and daily re-examination by his oncologist. Upon review of the event, it was discovered that the elastomeric device was under trial at our facility. The company rep had provided us with 6 elastomeric devices (some for chemo and some for antibiotics) so staff could become familiar with how to fill them. Due to inexperience, one of the antibiotic devices (pre-determined to infuse over one hour) was selected for use instead of the chemo device (pre-determined to infuse over 46-hours). We request the manufacturer to consider either making the different devices in a neon color, or to print in large bold letters which type of agent is intended for which type of medication.